Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) unable to detect bradycardia events possibly due to an electrical reset. It was also noted that two days post implant procedure the patient underwent major surgery. The icm remains in use. No patient complications have been reported as a result of this event.